Event description:
It was reported a patient experienced peritonitis manifested by abdominal pain and weakness coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized due to altered mental status, weakness, abdominal pain and hypotension. Cause of peritonitis was unknown. The patient was treated for peritonitis with vancomycin (dosage, frequency and route unknown), cubicin (dosage, frequency and route unknown) and meropenem (dosage, frequency and route unknown). Two weeks after the onset of peritonitis, the patient's pd catheter was removed and pd therapy was withdrawn due to peritonitis. The patient was placed on hemodialysis. One week later, the patient recovered and was discharged from the hospital. This is report 1 of 4 for this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13b23011 and h13c27077 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up MDR will be submitted. (B)(4).